Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the screen on the external pulse generator (epg) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the screen on the external pulse generator (epg) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken. Analysis also found that the upper case and one bail cover were broken. (B)(4).